Manufacturer narrative:
The device was returned for evaluation. A visual examination identified blood in the moulded manifold of the guidewire port which is evidence of a device leak. The balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, liquid was observed to be leaking from a balloon pinhole identified approximately 1mm proximal of the proximal edge of the distal markerband. The rated burst pressure for this device is not to exceed 12 atm (atmospheres). An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and tactile examination of the shaft polymer extrusion was completed. Multiple kinks were noted on the polymer extrusion shaft, this type of damage is consistent with excessive force being applied to the delivery system. There were no other issues with the shaft or hypotube of the device. A visual and tactile examination of the hypotube was completed. No damage or any issues were noted with the hypotube that could have contributed to the complaint incident. No damage or any issues were noted with the tip or markerbands that could have contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were noted during analysis.

Event description:
It was reported that balloon rupture occured. A stenosed target lesion was located in a moderately tortuous and moderately calcified vessel. A 10mmx2.25mm wolverine coronary cutting balloon monorail was selected for use. During the first inflation, it was noted that the balloon ruptured at 8 atmospheres. The device was completely and simply pulled out from the patient's body. The procedure was completed with a non bsc balloon. No patient complications were reported. The patient condition was good post procedure.